Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The caller was interested in obtaining an out-of-warranty loaner pump.